Manufacturer narrative:
The complainant indicated that the device was discarded and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) with dilation procedure performed on (B)(6) 2021. During the procedure, the physician attempted to inflate the balloon to 20mm; however, the balloon popped at 19mm. Procedure was completed with this device. There were no patient complications reported as a result of this event.